Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument and performed the failure analysis. The failure analysis found the primary finding of bent grips to be related to the customer reported complaint. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.42mm. The grips were not found to be cracked. The components adjacent to this bent grip did not show damage. Additionally, the instrument was found to have a loose pitch cable at the clamping pulley inside of the housing. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the surgeon stated that the instrument did not feel intuitive during a procedure. The instrument was removed as it was not needed near the completion of the case. Troubleshooting first included viewing events via artemis, where no associated errors were noted. The csr will have customer tag instrument to have it send back. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer said they are not sure which instrument, but the instrument was returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation.